Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making loud unusual noises, heating up, smoking and had low rotations per minute. It was also observed that the drive shaft was broken which caused all these issues. It was determined that the issue with the broken drive shaft was consistent with excessive force being used during use therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage due to misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device cutter was not working. During in-house engineering evaluation, it was observed that the device was making loud unusual noises, heating up, smoking and had low rotations per minute. It was also observed that the drive shaft was broken. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.